Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 120 mg/dl and their sensor glucose read 65 mg/dl. It was also found the customer's blood glucose would be 129 mg/dl and their sensor glucose would be 86 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. It was also found the customer had a calibration error alarm on the sensor. Customer declined to return the product for analysis.